Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump esc button was stick. Customer's blood glucose level was unknown. Customer stated insulin pump rejected new batteries and battery life diminished. Customer also stated insulin squirted from infusion set when priming and insulin pump was not seem to function. The insulin pump will not be returned for analysis.